Event description:
Patient had original surgery on (B)(6) 2013. He was fit with external sound processor approximately 2 months post surgery. Patient would turn the implant/abutment/fixture a quarter turn when attaching his sound processor which resulted in the implant/abutment to come out. At time of original surgery, surgeon placed a secondary implant. On (B)(6) 2013 patient had revision surgery where the abutment was attached to the secondary implant.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.